Manufacturer narrative:
The sample is not available for eval. Add'l info regarding this incident has been requested. Without a lot number, the engineer was unable to review the device history records or material review report database. If add'l info is received, a supplemental report will be submitted. (B)(4).

Event description:
The pt had a red spot and an abcess at the injection site.